Event description:
A 28 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessels were reported to be excessively tortuous and aneurysm morphology is unk. It was reported that the pt's aortic neck was severely angulated and when the bifurcated stent graft was deployed it was inadvertently pulled down and fell into the aneurysm sac. Two aneurx aortic cuffs were implanted in the aortic neck and into the proximal portion of the bifurcated stent graf to successfully resolve the situation. No additional clinical sequelae were reported and the pt is reported to be fine.